Manufacturer narrative:
Pump passed self-test and displacement test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 63 alarm (line number 147 file number 2017) in the pump history download on (B)(6) 2024 16:23:02.000, problem isolated to the pcb1 board and pcb2 board as per global logic analysis esf392695. No moisture damage noted to the electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. The p-cap/reservoir does lock properly. The pump history download confirmed the pump alarmed pump error 63, problem isolated to the pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced pump error 63. The customer reported, no adverse event. The event involved product(s) mmt-1884. Customer reported, receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated, that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue to use the pump. Mmt-1884 was requested. And customer response, was the device will be returned.